Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during emergency coronary procedure was performed when the issue happened. The procedure was completed as planned without delay. Field service engineer (fse) visited onsite and confirmed that reported problem. After reviewing log, it confirmed the reported malfunction. During troubleshooting, message was received indicating that the shutters were unavailable, preventing cine functionality. To resolve the issue, the fse installed a new collimator and return the part for further analysis, and the main suspected failed component is main shutter, xdc board. After installed a new collimator, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system after restarting the system with a little delay. The restart enabled the procedure to finish without interruption. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's shutters were unavailable, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.